Event description:
Pt reported that they developed sores and rashes on their body (this problem began in 2003). Pt reported that sores developed on their legs and a rash developed on their stomach. Pt was treated with antibiotics and a topical ointment (they are taking this medication). Pt also experienced high blood glucose. Treatment received, if any, for high blood glucose was not specified.